Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level due to over delivery. The customer's blood glucose at the time of incident was 42 mg/dl and current blood glucose is 273 mg/dl and last week blood glucose was under 220 mg/dl. The customer's blood glucose at 12:02 it was 175 mg/dl, at 12:14 it was 166 mg/dl and at 12: 37 blood glucose was 161 mg/dl. It was also reported that the customer had bronchitis and emergency medical services came to house and treated customer's high readings. The customer treated their high blood glucose with injections. Based on customer report customer allege the insulin pump was under delivering. The high pressure test was performed and no delivery alarm was received and drive support cap was normal. The insulin pump will not be returned for analysis.